Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 2 of 3. Reference MFR report: 1627487-2012-02454 and -02456. The pt received an ipg and two leads (from the same lot) as part of her scs system for back and leg pain. It was reported the pt only felt stimulation in her ribs. She stated she had fallen once but did not notice a change in stimulation immediately after the fall. The pt also reported she experiences heating at the ipg site during charging and she once experienced a shocking sensation when she turned on stimulation. She stated she had lost weight and felt her ipg was loose in the pocket. Reprogramming efforts were unsuccessful at recapturing stimulation coverage and diagnostic tests showed low impedance readings on several lead contacts. The physician noted the ipg was superficial since the pt had lost weight and the pocket was revised to implant the ipg deeper on (B)(6) 2012. The physician also explanted and replaced the pt's leads during the same procedure. It was reported all issues were resolved as a result of the surgery.